Event description:
It was reported that during a gall bladder procedure, the clips would not advance. The issues occurred during the same procedure: 1st applier: the activation was difficult and the clips were stuck in the device. 2nd applier: the clips were stuck in the jaws. A third applier was used successfully. Only one defective applier will be returned. The other was thrown away. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.